Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report his receiver felt hot to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).